Manufacturer narrative:
. E1: phone number: (B)(6). E3: occupation: equipment coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: a stroke procedure was performed via 8 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. The angio-seal sheath and anchor pulled out of patient. The user stated they initiated the set (rear lock out) and when they went to pull the device back everything came out of patient. They observed that the anchor appeared to have never come out of the sheath. The estimated blood loss was less than 250cc. Hemostasis was achieved by manual pressure for five hours. The patient was stable.